Manufacturer narrative:
(B)(6). This lot was manufactured january 23, 2018 - january 24, 2018. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned small volume intermate, the bladder was observed to be ruptured. No additional information is available.